Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant devices: cocr femoral head (cn: 142-32-10, sn: (B)(6)) acumatch 15 degree liner, 32mm, size g cn: 132-32-27, sn: (B)(6). Bone screw (cn: 120-65-40, sn: (B)(6)).

Manufacturer narrative:
Pending evaluation. Concomitant devices: cocr femoral head (cn: 142-32-10, sn: (B)(4)); acumatch 15 degree liner, 32mm, size g (cn: 132-32-27, sn: (B)(4)); bone screw (cn: 120-65-40, sn: (B)(4)).

Event description:
The surgeon opened the right hip in standard fashion on this male patient. The surgeon dislocated the hip and knocked off the femoral head. After retracting soft tissues, the surgeon reached in and grabbed the acetabular shell and liner which were loose. The surgeon then reamed the acetabulum and implanted a 60 stryker cup and an mdm liner, but used exactech +7 28mm femoral head. The surgeon then reduced the hip and saw that the patient had good stability. Wound was closed in standard fashion. The patient left the operating room in stable condition.